Event description:
It was reported that the patient's mobile power unit (mpu) stopped providing power to the system controller, and that there was a dual power disconnect alarm. Troubleshooting was performed, including verifying the mpu was connected to power and checking all connections. The patient switched to battery power and the mpu was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms due to the mobile power unit (mpu) not functioning as intended was not able to be confirmed. No log files were submitted for review and the mpu was not returned for analysis. Provided information indicated that the mpu remained connected to wall power and all connections were checked. The root cause for the loss of external power was unable to be determined through this investigation. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.